Event description:
It was reported to philips that x-ray tube was defected. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system tube defected. Upon troubleshooting, the philips field service engineer (fse) checked the system 400vdc from miu (mains interface unit) to point (power inverter) and found the point (power inverter) is bad. To resolve the issue, fse replaced the x-ray tube. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.